Event description:
Minimed diabetic test strips: the product does not correctly read blood sugar, and reports the bgg much higher than the true reading. This could result in the patient trying to counteract a high bgg reading with an insulin infusion. This could lead to a serious medical event. Dose or amount: as needed. Dates of use: 2007. Diagnosis or reason for use: diabetes. [See scanned pages].